Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had an exeter stem that was loose. The dr. Removed the stem/head/liner and replaced with a cone conical construct. This was his left hip. His previous surgery was done out of state. We had no sticker confirmation only what we could determine from op notes and explanted components.